Manufacturer narrative:
Investigation: others- infusion sets. This product is not assembled or packaged in bd san agustin plant. The process performed in our plant is the sealing of the membrane on the connector. Then this component is sent to a subcontractor (carefusion vilamarzana) to be assembled and packaged. The inspections performed by the supplier are established according to sb1743 current version. In (B)(6) 2017 this product was transferred to a different manufacturing site (bosnia). After sterilization, product is sent to s. Agustin plant where visual inspection is performed according to fr-109 procedure: conclusion the information of this complaint was sent to carefusion for investigation. According to carefusion report: ¿a definitive root cause for the observed damage could not be determined during investigation; however their analysis identified that the cut may have been caused during the manual assembly of the product. A review of the production records for lot 527563 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the 04002070377 product has been transferred to an alternative manufacturing site since the manufacture of the reported lot; however bd will continue to monitor the incoming feedback and remain vigilant to reports of this nature. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 04002070377 set in the past 12 months.¿ based on the low severity and frequency of the defect (according to ps-001), it was determined that no CAPA is required. Samples were received. Photo and returned material did show reported defect. DHR: no qn¿s or other events found during DHR review. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure mode. According to carefusion report, ¿leakage testing confirmed the customer's experience as fluid was observed to be leaking from a small cut in the tubing level with the spike joint¿.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a small hole was found in the bd phaseal ¿secondary set c61 with a built-in phaseal¿ connector, before use. There was no report of injury or medical intervention.